Event description:
Pt received surgical resection for recurrent ependymoma with intraoperative radiation treatment in 07/2002 (dose 10 gy using 2 device applicators due to size of surgical cavity). Beginning with the 10/2002 scan, pt's follow-up MRI scans showed an area of possible tumor recurrence with the recommendation for close clinical follow-up. The pathology report from surgical resection in 2003 revealed evidence of radiation necrosis, not tumor recurrence.